Manufacturer narrative:
The tandem t:slim pump user guide indicates to use only use u-100 insulin, as any lesser or greater concentration can result in serious health consequences. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill message after loading a cartridge. Reportedly, the cartridge was filled with 400 units of cold insulin. Additionally, the customer uses humalin u-500 insulin in the cartridge. The customer's blood glucose level was 290 mg/dl, which was addressed with a correction bolus. The customer was able to successfully complete the load process and resume insulin delivery.